Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The distributor's getinge trained field service engineer (fse) replaced the motor control board which corrected the issue. Subsequently, thee iabp unit passed testing. A getinge representative has verified that the iabp unit has been successfully installed and cleared for clinical use. (B)(6).

Event description:
It was reported that during installation and upon start up of the cs100 intra-aortic balloon pump (iabp), an electrical test fails code #50 was generated. There was no patient involved and no adverse event was reported.